Manufacturer narrative:
Qn#(B)(4). The customer returned one, two-lumen PICC and lidstock for evaluation. Visual analysis revealed a hole/rupture on the catheter body. The catheter extrusion around the area of the rupture appeared stretched and slightly ballooned indicating that excessive pressure caused or contributed to this event. Two other ballooned areas were observed on the catheter body. Microscopic examination confirmed the rupture and other spots of damage. The catheter body had also been cut; both sections were returned and the separation points were smooth. The rupture in the catheter body measured approximately 152 mm from the juncture hub. Likewise, the two other ballooned areas measured 92 mm and 105 mm respectively from the juncture hub. The two segments of the catheter body measured 146 mm and 324 mm totaling 470 mm, or 18.5039", which is not within specification of 19.6875-21.6875" per catheter product drawing. This indicates at least 1.18" of the catheter body were not returned. The catheter body outer diameter measured 0.0663", which is within the specification limits of 0.065"-0.068" per catheter body product drawing. With the distal end of the catheter body occluded, a lab inventory syringe filled with water was used to inject both the proximal and distal lumens. When injecting water through the distal lumen, water was observed leaking out of the rupture in the catheter body. No leaks were observed when injecting water through the proximal lumen. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit precautions the user to "indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position and for secure luer-lock connection. Use centimeter markings to identify if the catheter position has changed. To minimize the risk of pressure induced damage to catheter, do not expose to pressures above 50 psi." The report of a ruptured catheter body was confirmed through complaint investigation. Visual analysis revealed that the catheter body was ruptured approximately 152 mm from the juncture hub and contained two other spots of damage. The appearance of the rupture appeared consistent with damage as a result of over-pressurizing the catheter lumens. The catheter met all relevant dimensional requirement, and a device history record review was performed, and did not reveal any relevant findings. Based on the report from the customer and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint reported: during the PICC catheter passage by radiology without complications, but there is no catheter patency for any lumen despite trying to patent it, reason why the catheter is removed and the catheter wall with altered integrity is observed in the proximal third of the lumens.

Manufacturer narrative:
Qn#: (B)(4). Preliminary evaluation of the returned device indicates the catheter body ruptured during use.

Event description:
Complaint reported: during the PICC catheter passage by radiology without complications, but there is no catheter patency for any lumen despite trying to patent it, reason why the catheter is removed and the catheter wall with altered integrity is observed in the proximal third of the lumens.